Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 14 after delivering 0 pulses, indicating that the pod did not complete the activation process after being filled. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from deploying as intended.